Event description:
Caller (daughter of pt) alleged discrepant results compared with the lab and the nurse's coaguchek. Results as follows: date: (B)(6) 2012, inratio: 3.0, lab: 3.1. Date: (B)(6) 2012, inratio: 2.6, coaguchek: 3.3. Pt's therapeutic range: 2.0-3.0 inr. Pt's coumadin was lowered on (B)(6) 2012 due to lab result of 3.1 inr. Testing was performed prior to dialysis with heparin flush.

Manufacturer narrative:
Investigation pending.